Manufacturer narrative:
Expiration date: ni.

Event description:
A report was received via social media that the patients ipg would not shut off. The patient underwent an explant procedure. No further information could be obtained.